Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed testing. There was no patient involvement.

Manufacturer narrative:
The philips field service engineer (fse) evaluated the device on site. The reported problem was confirmed. It was determined that this was a malfunction of the external paddles. A quote for paddles was given to the customer but the customer refused the quote. The device remains at the customer site and no further evaluation is warranted at this time.